Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: cat #mmh-9988-0450, description: mitch trh md hd sz 50-4, lot #fm072717; cat #mac-9988-5056, description: std mitch trh cp sz 50/56, lot #fm061680. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
We received a letter from the lawyer of a patient that stated that a revision surgery was performed because the left hip implant released metals into the blood. The letter also states that the hospital informed the patient that stryker was the manufacturer and that the prosthesis was declared defective.

Manufacturer narrative:
An event regarding an abnormal ion levels involving an abg ii stem was reported. The event was not confirmed. Method and results: device evaluation could not be performed as no items were returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock with no relevant reported discrepancies. Complaint history review found no other similar events have been reported lot. Conclusions: the exact cause of the event could not be determined based on the information provided. Further information such as the return of the device, patient medical records, pathology reports and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time. If additional information and/or the device becomes available, this investigation will be reopened.

Event description:
We received a letter from the lawyer of a patient that stated that a revision surgery was performed because the left hip implant released metals into the blood. The letter also states that the hospital informed the patient that (B)(4) was the manufacturer and that the prosthesis was declared defective.